Event description:
A pt reported experiencing inaccurate erratic results with a lfs meter. The pt's blood glucose results were 153, 211mg/dl. Tests were done within 10 mins with a difference of 28%. No further info has been reported.